Event description:
It was reported that during cutting balloon angioplasty of a hemodialysis shunt, one of the atherotomes was lifted from the balloon. The lesion being treated was highly calcified. The small peripheral cutting balloon was checked prior to use and no issues were noted. The balloon was then inflated 3 times to 6 atms, with slow inflation/deflation rates as per the directions for use. The physician noted some resistance during withdrawal, however was able to withdraw the catheter without any additional intervention. Upon withdrawal, the physician noted that one of the atherotomes was "partly not correct connected with the balloon." There were no pt complications reported, and the procedure was completed with this device. Pt status was reported as 'okay.'